Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details will be requested. No additional information is available at this time. Device labeling: potential adverse events that may occur with saline-filled breast implant surgery include: reoperation, pain, wrinkling, asymmetry, implant palpability/visibility, implant removal, capsular contracture, changes in nipple and breast sensation, implant displacement/migration, implant deflation, scarring, infection, hematoma/seroma, breastfeeding complications, implant extrusion, necrosis, delayed wound healing, breast tissue atrophy/chest wall deformity, calcium deposits, and lymphadenopathy.

Event description:
Patient reported right side "moves all the time, like it's shifting. The edges are very hard, like dried up, and it's bothering a lot." Healthcare professional has not confirmed. The device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: fold creases, wear abrasion, and a curved opening. A leak test was perform and found one opening. A microscopic analysis identified a curved, striated opening on the posterior side, assessed as surgical damage. A fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: a curved, striated opening assessed as surgical damage.

Event description:
The device has been explanted.